Event description:
Customer reported his insulin pump is damaged and the buttons are not working. Customer's blood glucose is 194 mg/dl. He said he was riding his bicycle and his insulin pump has road rash on it. He had fallen on his bike. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to flattened dome switch on the esc, act and down arrow buttons. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and scratches around casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.